Event description:
It was reported through a legal event, that a 50 year old patient had hernia repair surgery on or about (B)(6), 2014. During the hernia repair surgery, the surgeon implanted a strattice mesh;lot # sp100151 ref # (B)(4) mesh. After surgery, the patient returned to the hospital on or about (B)(6), 2015, for a revision surgery and additional mesh was implanted. No other information was provided. Although the event reports a second device was implanted, there is no allegation against the product and no second complaint will be opened. It is also not reported if the product was strattice.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. Internal investigation into strattice lot sp100151 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of (B)(6) 2023, of the 176 devices released to finished goods for lot sp100151, 166 have been distributed with 105 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.